Event description:
Information received notes that during a routine follow-up, interrogation revealed vvi mode. The programmer calibrated the device. The patient had fast atrial fibrillation, so the mode was changed to vvi. When the patient was brought in for a subsequent follow-up, the device could not be interrogated with three different programmers. No pacing spikes were seen on an ECG. The device was replaced.